Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to procedure, it was noted that the atrial lead exhibited noise over-sensing. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.